Manufacturer narrative:
Review of the photographs by r&d found they revealed no evidence of burned material from the outside surface of the charger and the two lithium batteries that were on the charger during the failure event were tested by the customer and found functional and had no damage or defects. The photos did show that the charger had advanced corrosion on the battery contacts of all four ports and this indicates that "wet" batteries were loaded on to the charger repeatedly over time. This l3000 charger is from the first year of production and has never been serviced by conmed and does not appear to have had any cleaning on the port contacts. The most probable cause for the smoking/smoldering event was an electronic component failure resulting in excessive current and burning of the component and nearby components producing the fumes/smell and the probable component failure could have been inside the power supply circuitry. Evaluation of the returned device found station #1 burned the charging board, the wire harness, ribbon cable and top enclosure. Stations #2, #3 and #4 had stains and were dirty with chips from the plastic base, there is a dent in the switch membrane and the device required the software and tie wrap upgrades. Additionally, the pm was overdue; further assessment deemed the device was uneconomical to repair. Review of the photographs by r&d found they revealed no evidence of burned material from the outside surface of the charger and the two lithium batteries that were on the charger during the failure event were tested by the customer and found functional and had no damage or defects. The photos did show that the charger had advanced corrosion on the battery contacts of all four ports and this indicates that "wet" batteries were loaded on to the charger repeatedly over time. This l3000 charger is from the first year of production and has never been serviced by conmed and does not appear to have had any cleaning on the port contacts. The most probable cause for the smoking/smoldering event was an electronic component failure resulting in excessive current and burning of the component and nearby components producing the fumes/smell and the probable component failure could have been inside the power supply circuitry. A device history record review was not performed as the device has been in the field for more than 12 months. The service history was reviewed, and no data was found. At the time of the complaint, the device was 70 months old. A(B)(4). Per the instructions for use, the user is advised the following: do not expose the battery charger to moisture, operate in wet areas, or place liquids on or above the unit. At least once per week, thoroughly clean the contact points on the hall lithium battery charger stations. Use a cotton swab and a non-abrasive cleaning product that is approved for use with metal. Do not use products such as bleach or other corrosive chemicals. It is essential that the equipment be serviced as scheduled to retain optimum performance and reliability. Conmed recommends that the charger be returned for service every 36 months. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The devices listed are the batteries that were on the charger at time of incident, no issues were reported with those devices. At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues involving the l3000, lithium battery charger sn# (B)(4) that occurred at (B)(6) on (B)(6) 2020. It was noted during 00:00 and 01:00 on the (B)(6) 2020 l3000 charger s/n (B)(4) appeared to catch fire it was seen to be smoking and gave of a toxic/plastic smell requiring evacuation of the clean room. The charger was unplugged and removed from the cleanroom and was placed outside for safety. The charger was then placed out of order and reported to engineering and left for facility engineering to collect and inspect. The batteries that were on charge at this time (hall m powers (B)(4)) were visually inspected and there operation was checked on the devices they are to be used on, the batteries appear to be in good condition with no damage or debris attached and operated as expected." Additional information obtained indicates flames were noticed however there was no charring to, or melting of, the charger or batteries. The reported smoke and fumes were observed from the base station of the charger. The unit was unplugged which appeared to stop the smoke and fumes. There was no visible damage to the batteries on the charger at the time. There was no visible damage to the cord and no issue noticed with the unit prior to the incident. There was no impact or injury to the staff and no patient contact. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence due to the reported flames / fire.